Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited one charge time (CT) of 21 seconds and the battery voltage was 2.59v. The patient was brought in for a device replacement; however, it was noted that the CT had decreased to 15.1 seconds and the device had not yet reached elective replacement indicator (eri). Additional information was provided that two manual capacitor reformations were performed, which resulted in the device reaching eri due to CT. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device noted no anomalies. The interrogated monitoring voltage was 2.59v and the battery status was elective replacement indicator (eri) which was set before device explant. A review of the device memory noted no resets or fault codes. The maximum charge time while implanted was 21.213 seconds. This device does not appear to match trended units which have declared eri/eol prematurely due to a larger than expected cell impedance increase. The longevity calculator determined lifetime longevity of 99% and a cell model to actual capacity ratio of 160%. The device was submitted for therapy verification testing and the device passed the tests. No other adverse events have been reported. This product issue will be updated if additional information is received.